Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting the leads have been used for the continuous therapy after the revision surgery of the lead position. The event date was unobtainable.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, lot# va0z6za034, implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, lot# va0znd6031, implanted: (B)(6) 2016, product type: lead. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome for both hands. It was reported that after the operation, paresthesia could be provoked in both hands where the patient felt pain and the treatment was continued. At the follow-up, as the patient complained that the site of paresthesia has been changed, x-ray photography was performed. The physician confirmed displacement of the lead by the x-ray photograph. It was unknown if there were any external factors that contributed to the issue. Troubleshooting will be performed: programming adjustment will be performed at the next outpatient visit. Per patient¿s request, correction of the implant site was going to be performed on (B)(6) 2017. The issue was not resolved at the time of this report. The patient was alive with no injury. The rep reported over two weeks later that the operation was conducted on (B)(6) 2017. The cause of displacement of the lead has not been identified. The physician commented that there was a possibility that the lead had not been firmly fixed enough at the previous implant operation. It was noted the lead was continuously used. No further complications were reported or anticipated.